Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2018 at 3:19 p.m., the customer received the following results with two different meters within 10 minutes: 349 mg/dl (active system) and 68 mg/dl (performa system). On (B)(6) 2018 at 4:00 p.m., the customer received the following results with two different meters within 10 minutes: 106 mg/dl (active system) and 54 mg/dl (performa system). No adverse event reported. Return of the suspect device was requested for evaluation.